Event description:
It was reported that the distal end cover fell off the videoscope during a procedure and went missing. The issue was found during the endoscopic retrograde cholangiopancreatography. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.